Event description:
It was reported the pt had ineffective stimulation. The pt's system was reprogrammed and she had the stimulation coverage, but the pain remained as intense and was a breakthrough pain. The pt's surgeon had not planned for any surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.